Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with an ez steer¿ thermocool® nav bi-directional catheter and an irrigation issue occurred. An error was detected on the smartablate due to a temperature increase, causing the application to crash. The patient's ez steer¿ thermocool® nav bi-directional catheter was removed and the irrigation was increased to 70. They found that it was clogged and was not irrigating properly. Surgery delayed 5 minutes. The procedure was completed successfully with no patient consequence. Additional information was received. This issue was noted during the device was used on the patient. The issue was discovered on the smartablate due to temperature increase, causing the application to crash. The patient's ez steer¿ thermocool® nav bi-directional catheter was removed and the irrigation was increased to 70. The correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature increase causing the application to crash issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue was assessed as MDR reportable.

Manufacturer narrative:
Additional information was received on 27-dec-2023. The ablation stopped because of high temperature. The irrigation was partially blocked during the occlusion. Clarification was requested on initially reported under the 3500a inital, ¿the pump was not switching from ¿low¿ to ¿high¿ flow during ablation.¿ response was this was not applicable (n/a). The bwi product analysis lab received the device for evaluation on 03-jan-2024. The device evaluation was completed on 08-jan-2024. It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with an ez steer¿ thermocool® nav bi-directional catheter. An error was detected on the smartablate due to a temperature increase, causing the application to crash. The patient's ez steer¿ thermocool® nav bi-directional catheter was removed and the irrigation was increased to 70. They found that it was clogged and was not irrigating properly. The procedure was completed successfully with no patient consequence. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature, impedance, pump flow, and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, a pump flow and pressure gage test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).